Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced occlusion due to kinked cannula event on 21-feb-2026. The site of insertion was upper buttocks. The patient changed soft cannula infusion set only and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.